Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. This event is related to MDR 1810909-2023-00247.

Event description:
The customer reported that within 10 minutes, she obtained blood glucose readings of 67 mg/dl, 244 mg/dl and 244 mg/dl with the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot # 3aheg05a for evaluation. An in-house testing was performed with the returned meter and returned test strips using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (catalog # and UDI #) and g4 (510k#) have been updated.